Event description:
It was reported that a patient reused single-use supplies during prime of peritoneal dialysis therapy. During troubleshooting for an unrelated issue, the patient reused the patient line extension. The technical services representative reviewed proper procedures with the patient. The patient would complete the therapy by starting over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a use error, where the patient reused the patient line extension. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.